Manufacturer narrative:
The correct reagent lot number is 80961701 with an expiration date of 30-may-2025. A general reagent issue was excluded. The issue was resolved by adjusting the gear pump. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cobas integra creatinine plus ver.2 assay results for 1 patient sample on a cobas 6000 c501 module. The initial result was 14.62 mg/dl. The repeated result was 5.68 mg/dl.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative checked and adjusted the gear pump, checked the reagent probes, and checked the cell wash. The qc was acceptable. The investigation is ongoing.